Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was contamination on the stopcock. There was no reported patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 14-jul-2025. H3: eleven unused samples were received for evaluation. Visual inspection found various examples of foreign matter, meeting the criteria for a defect per procedure. Therefore, the defect is confirmed, and complaint samples are rejected. The defect origin is unknown and cannot be traced to the manufacturing process. From the DHR review and trending analysis, the evidence suggests that this complaint is an isolated incident and other products are unaffected.